Event description:
Customer's spouse called and reported that her husband's meter was on the table and had exploded. The customer reported the explosion sounded like a firecracker. The meter reportedly had burn marks and a big black spot on the screen. There was report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested for investigation; however the caller mentioned that the meter was already disposed of. The serial number was obtained since they had the box of the meter. They mentioned they will try to retrieve the meter and send in for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.